Event description:
It was reported that this right ventricular (rv) lead was explanted. No specific product performance allegations were reported. A new rv lead was successfully placed. This product has not been returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.